Manufacturer narrative:
The device was received with missing segments/partial display due to zebra connector cracked. The device had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, broken reservoir tube lip and cracked lcd window. We were unable to perform functional test due to display anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the entire middle of the display was not visible. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.